Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient revised due to aseptic loosening. The patient has rheumatoid arthritis and osteoporosis.

Manufacturer narrative:
This complaint is confirmed. No trends were found. This is a known inherent risk of the device. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly, patient revised due to aseptic loosening. The patient has rheumatoid arthritis and osteoporosis.